Event description:
Additional information was received from the patient reporting the cause of the inability to charge your implantable neurostimulator was ¿that it didn¿t seem to work, I stopped charging it¿. They stated that it doesn¿t want to charge and the issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2026-mar-03: information was received from a patient's representative regarding an implantable neurostimulator. It was reported that the patient's implant has not been charging for probably 6 months. Caller stated that patient is due for an MRI soon and the doctor's office told them to try to get the implant fixed. Agent reviewed possible overdischarge with the caller and redirected to doctor to contact a rep or discuss MRI eligibility form. Patient then said they met with a rep 6-8 months ago regarding the charging issue, but patient couldn't remember what they said. The patient was redirected to their healthcare provider to further address the issue. 2026-apr-16: additional information was received from the patient. The cause was not determined, and the issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.